Manufacturer narrative:
On 18-jun-2024, additional information was received that a treatment of a mildly calcified lesion in a severely tortuous part of the mid arteria lienalis (splenic artery) was performed. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph taken from the angiogram was reviewed. The photograph provided shows the splenic artery. The technical investigation of the returned product revealed no damage or irregularity besides a mild bend in the retractable outer shaft about 84 mm proximal to its distal end. The outer shaft has not been retracted. The outer shaft diameter complies with the specification. After flushing, a 0.018 inch reference guidewire could be fully introduced with no unusual friction. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patients anatomy (i.e. Severe tortuosity). It should be noted that, according to the IFU, the pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection. In addition, the treatment of a lesion that lies within or adjacent to an aneurysm is contraindicated.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph taken from the angiogram was reviewed. The photograph provided shows the splenic artery. The technical investigation of the returned product revealed no damage or irregularity besides a mild bend in the retractable outer shaft about 84 mm proximal to its distal end. The outer shaft has not been retracted. The outer shaft diameter complies with the specification. After flushing, a 0.018 inch reference guidewire could be fully introduced with no unusual friction. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patients anatomy (i.e. Severe tortuosity). It should be noted that, according to the IFU, the pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection. In addition, the treatment of a lesion that lies within or adjacent to an aneurysm is contraindicated.

Event description:
After several spring coils were filled in an aneurysm in the splenic artery, the pulsar-18 self-expandable stent system was introduced but could not reach the lesion location. The splenic aneurysm angle was too large. After repeated attempts failed, the device was withdrawn from the body. The delivery system was bent and unable to be used.